Manufacturer narrative:
(B)(4).

Event description:
Pt reports he was not getting readings for a period of time*(B)(6) 2018 (B)(6)* called pt back and he reported signal loss.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that loss of connection was related to the mobile application. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.